Manufacturer narrative:
The company representative was able to replicate the reported event. The fluidics and controller were both replaced to address the issue. Both were returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The fluidics module and fluidics controller were both received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned samples were installed into a calibrated console. The system was then powered on. The reported event was not able to be replicated. Functional testing was performed, and the fluidics module and fluidics controller pcb were found to be within specification. Based on the information obtained, the root cause of the reported event remains inconclusive as there was no problem found. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic operating console displayed a system message and the ultrasound was unusable. No patient harm was reported.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).